Event description:
Per the clinic, the patient experienced a decrease in performance and underwent revision surgery in 2009 due to thick scar tissue at the site of the implant. Patient is reportedly doing well and wearing the external speech processor.